Event description:
Patient's wife reported the loss of 6 v-go 40 devices because the adhesive pad did not stay attached to the body. Patient was wearing v-go 40 on the back of his arm and after about 4 hours of use the v-go became detached from the patient's body. The most recent event happened on (B)(6) 2020. There was no increased movement or exercise and proper application and use procedures were followed.